Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: adhered to small intestine") and pelvic pain ("pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included right lower quadrant pain since (B)(6) 2017 and ovarian cyst since (B)(6) 2017. In (B)(6) 2012, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), influenza like illness ("flu-like symptoms"), eczema ("eczema"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), visual impairment ("vision /eye problem"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metal taste in mouth") and abdominal pain ("constant twinges and pains"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, food allergy, influenza like illness, eczema, migraine, headache, vaginal discharge, fatigue, weight increased, alopecia, visual impairment, abdominal pain lower and abdominal pain outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysgeusia, eczema, fatigue, food allergy, headache, influenza like illness, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporter information added. Historical condition, concomitant condition, concomitant drug laboratory data were added. Added event allergic or hypersensitivity reaction type: egg allergy developed, infection (other) describe: frequent flu-like symptoms, rashes or skin conditions type: eczema, migraines / headaches, migration of essure device location of device: adhered to small intestine pain, fatigue, weight gain, gastrointestinal or digestive system condition type: constant twinges and pains, hair loss, metal taste. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device device location of device: adhered to small intestine/one of the coils had adhered to a portion of my small intestine") and pelvic pain ("pain/pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included right lower quadrant pain since (B)(6) 2017, ovarian cyst since (B)(6) 2017, arthritis, knee pain, urinary frequency, sleep disturbance and vaginal candidiasis. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache"), tooth disorder ("dental problems/dental problems"), vaginal discharge ("vaginal discharge/vaginal discharge"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), dry eye ("vision/eye problems type: dry eye/.vision/eye problems type"), dysgeusia ("metale taste in mouth/othet injury or complications: metal taste in mouth"), malaise ("other injury or complications: ill feeling"), rash ("rashes or skin condition"), gastrointestinal disorder ("gastrointestinal disorder or digestive condition: "), hypersensitivity ("allergy or hypersensitivity reaction") and infection ("infection describe:-") and was found to have weight increased ("weight gain/weight gain/loss, gained weight"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), influenza like illness ("flu-like symptoms"), eczema ("eczema"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("constant twinges and pains"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals) and surgery (salpingectomy (bilatral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, food allergy, influenza like illness, eczema, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry eye, abdominal pain lower, abdominal pain, malaise, rash, gastrointestinal disorder, hypersensitivity and infection outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dry eye, dysgeusia, eczema, fatigue, food allergy, gastrointestinal disorder, headache, hypersensitivity, infection, influenza like illness, malaise, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery 4 coils visible on left hand side , 2 coils seen on patients right hand side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2019: pfs received. Insertion and removal date was updated, events per pfs: ill feeling, gastrointestinal or digestive system condition, allergic or hypersensitivity reaction, infection other were added. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device device location of device: adhered to small intestine") and pelvic pain ("pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included right lower quadrant pain since (B)(6)2017, ovarian cyst since (B)(6)2017, arthritis, knee pain, urinary frequency, sleep disturbance and vaginal candidiasis. Concomitant products included ibuprofen. In (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), influenza like illness ("flu-like symptoms"), eczema ("eczema"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), dry eye ("vision/eye problems type: dry eye"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metale taste in mouth") and abdominal pain ("constant twinges and pains"). The patient was treated with surgery (salpingectomy (bilatral removal of fallopian tubes)) and surgery (salpingectomy (bilatral removal of fallopian tubes)). Essure was removed in (B)(6)2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, food allergy, influenza like illness, eczema, migraine, headache, vaginal discharge, fatigue, weight increased, alopecia, dry eye, abdominal pain lower and abdominal pain outcome was unknown and the dysgeusia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dry eye, dysgeusia, eczema, fatigue, food allergy, headache, influenza like illness, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery 4 coils visible on left hand side , 2 coils seen on patients right hand side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: previously reported event "vision /eye problem" pt change to "dry eye" from pfs. Reporter, concomitant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device device location of device: adhered to small intestine/one of the coils had adhered to a portion of my small intestine') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst since (B)(6) 2017, right lower quadrant pain since (B)(6) 2017, diverticulitis since 2015, hemorrhoids since 2013, arthritis, knee pain, urinary frequency, sleep disturbance and vaginal candidiasis. Concomitant products included alprazolam (xanax), fexofenadine hydrochloride (allegra), ibuprofen and sertraline. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced influenza like illness ("flu-like symptoms"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and tooth disorder ("dental problems/dental problems"). In (B)(6) 2013, the patient experienced fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), dysgeusia ("metale taste in mouth/othet injury or complications: metal taste in mouth"), malaise ("other injury or complications: ill feeling"), abdominal pain upper ("git condition/type:constant twinged and pain"), diarrhoea ("gastrointestinal or digestive system condition:diarrhea") and abdominal distension ("bloating") and was found to have weight increased ("weight gain/weight gain/loss, gained weight"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge/vaginal discharge"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin condition") and hypersensitivity ("allergy or hypersensitivity reaction"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection describe:-uti's,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced eczema ("eczema") and dry eye ("vision/eye problems type: dry eye/.vision/eye problems type"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("constant twinges and pains"), anxiety ("psychological or psychiatric problems condition: anxiety") and palpitations ("palpitations"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals) and surgery (salpingectomy (bilatral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, food allergy, influenza like illness, eczema, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry eye, abdominal pain lower, abdominal pain, rash, hypersensitivity, urinary tract infection, anxiety, palpitations, dysmenorrhoea, abdominal pain upper, diarrhoea, abdominal distension, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and malaise was resolving and the dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, bladder disorder, device dislocation, diarrhoea, dry eye, dysgeusia, dysmenorrhoea, eczema, fatigue, food allergy, headache, hypersensitivity, influenza like illness, malaise, menorrhagia, migraine, palpitations, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery 4 coils visible on left hand side , 2 coils seen on patients right hand side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Added event uti's, anxiety, bladder or urinary problems or changes, palpitations, dysmenorrhea (cramping), event gastrointestinal disorder updated to constant twinges and pain, diarrhea, bloating. Medical history, historical drug, concomitant drug, concomitant condition, lab data were added. Event infection updated to urinary tract infection. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device device location of device: adhered to small intestine/one of the coils had adhered to a portion of my small intestine') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst since (B)(6) 2017, right lower quadrant pain since (B)(6) 2017, diverticulitis since 2015, hemorrhoids since 2013, arthritis, knee pain, urinary frequency, sleep disturbance, vaginal candidiasis, allergic rhinitis and pyelonephritis. Concomitant products included alprazolam (xanax), ethinylestradiol;levonorgestrel (lutera), fexofenadine hydrochloride (allegra), ibuprofen, mometasone furoate (flonase) and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced influenza like illness ("flu-like symptoms"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), dysgeusia ("metale taste in mouth/othet injury or complications: metal taste in mouth"), malaise ("other injury or complications: ill feeling/ sick"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain upper ("git condition/type:constant twinged and pain"), diarrhoea ("gastrointestinal or digestive system condition:diarrhea") and abdominal distension ("bloating") and was found to have weight increased ("weight gain/weight gain/loss, gained weight"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems/dental problems") and vaginal discharge ("vaginal discharge/vaginal discharge"). In 2013, the patient experienced rash ("rashes or skin condition") and hypersensitivity ("allergy or hypersensitivity reaction"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection describe:-uti's,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced eczema ("eczema") and dry eye ("vision/eye problems type: dry eye/.vision/eye problems type"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("constant twinges and pains"), palpitations ("palpitations/ blood or heart disorder/condition type: palpitations") and nervousness ("nervous"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals) and surgery (salpingectomy (bilatral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, food allergy, influenza like illness, eczema, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry eye, abdominal pain lower, abdominal pain, rash, hypersensitivity, urinary tract infection, anxiety, palpitations, dysmenorrhoea, abdominal pain upper, diarrhoea, abdominal distension, bladder disorder, urinary tract disorder and nervousness outcome was unknown, the vaginal haemorrhage, menorrhagia and malaise was resolving and the dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, bladder disorder, device dislocation, diarrhoea, dry eye, dysgeusia, dysmenorrhoea, eczema, fatigue, food allergy, headache, hypersensitivity, influenza like illness, malaise, menorrhagia, migraine, nervousness, palpitations, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery 4 coils visible on left hand side , 2 coils seen on patients right hand side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device device location of device: adhered to small intestine/one of the coils had adhered to a portion of my small intestine') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst since (B)(6) 2017, right lower quadrant pain since (B)(6) 2017, diverticulitis since 2015, hemorrhoids since 2013, arthritis, knee pain, urinary frequency, sleep disturbance, vaginal candidiasis, allergic rhinitis and pyelonephritis. Concomitant products included alprazolam (xanax), ethinylestradiol;levonorgestrel (lutera), fexofenadine hydrochloride (allegra), ibuprofen, mometasone furoate (flonase) and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced influenza like illness ("flu-like symptoms"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), dysgeusia ("metale taste in mouth/othet injury or complications: metal taste in mouth"), malaise ("other injury or complications: ill feeling/ sick"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain upper ("git condition/type:constant twinged and pain"), diarrhoea ("gastrointestinal or digestive system condition:diarrhea") and abdominal distension ("bloating") and was found to have weight increased ("weight gain/weight gain/loss, gained weight"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems/dental problems") and vaginal discharge ("vaginal discharge/vaginal discharge"). In 2013, the patient experienced rash ("rashes or skin condition") and hypersensitivity ("allergy or hypersensitivity reaction"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection describe:-uti's,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced eczema ("eczema") and dry eye ("vision/eye problems type: dry eye/.vision/eye problems type"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("constant twinges and pains"), palpitations ("palpitations/ blood or heart disorder/condition type: palpitations") and nervousness ("nervous"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals) and surgery (salpingectomy (bilatral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, food allergy, influenza like illness, eczema, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry eye, abdominal pain lower, abdominal pain, rash, hypersensitivity, urinary tract infection, anxiety, palpitations, dysmenorrhoea, abdominal pain upper, diarrhoea, abdominal distension, bladder disorder, urinary tract disorder and nervousness outcome was unknown, the vaginal haemorrhage, menorrhagia and malaise was resolving and the dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, bladder disorder, device dislocation, diarrhoea, dry eye, dysgeusia, dysmenorrhoea, eczema, fatigue, food allergy, headache, hypersensitivity, influenza like illness, malaise, menorrhagia, migraine, nervousness, palpitations, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery 4 coils visible on left hand side , 2 coils seen on patients right hand side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device device location of device: adhered to small intestine/one of the coils had adhered to a portion of my small intestine') and pelvic pain ('pain/pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included ovarian cyst since (B)(6) 2017, right lower quadrant pain since (B)(6) 2017, diverticulitis since 2015, hemorrhoids since 2013, arthritis, knee pain, urinary frequency, sleep disturbance, vaginal candidiasis, allergic rhinitis and pyelonephritis. Concomitant products included alprazolam (xanax), ethinylestradiol;levonorgestrel (lutera), fexofenadine hydrochloride (allegra), ibuprofen, mometasone furoate (flonase) and sertraline. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced influenza like illness ("flu-like symptoms"), migraine ("migraines/migraine/headache") and headache ("headaches/migraine/headache"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), dysgeusia ("metale taste in mouth/othet injury or complications: metal taste in mouth"), malaise ("other injury or complications: ill feeling/ sick"), anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain upper ("git condition/type:constant twinged and pain"), diarrhoea ("gastrointestinal or digestive system condition:diarrhea") and abdominal distension ("bloating") and was found to have weight increased ("weight gain/weight gain/loss, gained weight"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems/dental problems") and vaginal discharge ("vaginal discharge/vaginal discharge"). In 2013, the patient experienced rash ("rashes or skin condition") and hypersensitivity ("allergy or hypersensitivity reaction"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection describe:-uti's,"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced eczema ("eczema") and dry eye ("vision/eye problems type: dry eye/.vision/eye problems type"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), food allergy ("egg allergy developed"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("constant twinges and pains"), palpitations ("palpitations/ blood or heart disorder/condition type: palpitations") and nervousness ("nervous"). The patient was treated with antibiotics, ascorbic acid;calcium pantothenate;calcium phosphate;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate;zinc sulfate (multivitamin with minerals) and surgery (salpingectomy (bilatral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, food allergy, influenza like illness, eczema, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased, alopecia, dry eye, abdominal pain lower, abdominal pain, rash, hypersensitivity, urinary tract infection, anxiety, palpitations, dysmenorrhoea, abdominal pain upper, diarrhoea, abdominal distension, bladder disorder, urinary tract disorder and nervousness outcome was unknown, the vaginal haemorrhage, menorrhagia and malaise was resolving and the dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, bladder disorder, device dislocation, diarrhoea, dry eye, dysgeusia, dysmenorrhoea, eczema, fatigue, food allergy, headache, hypersensitivity, influenza like illness, malaise, menorrhagia, migraine, nervousness, palpitations, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery 4 coils visible on left hand side , 2 coils seen on patients right hand side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs&mr received reporter information, new event added nervous. Concomitant drug and medical history was added. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.